Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that the smiths medical, cadd medication cassette, was leaking chemotherapy drug. It was reported the lot number could not be verified. No additional information is available at this time.